Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with two different programmers. Magnet application was also tried without success. There were no magnet tones, and a possible device malfunction message. The last followup was three months ago and the measurements were normal.